Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure it was noted that the patient experienced venous stenosis as result of the implant of the patients pacing leads. Occlusive balloon venography was performed in multiple views to gain access to the venous system. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.